Event description:
The customer received questionable cholesterol and triglyceride results for eight patient samples. Of the data provided for two patient samples, only the following results were discrepant. Patient sample 1 initial cholesterol result was 648 mg/dl and the initial triglyceride result was 515 mg/dl. These results were reported outside the laboratory and were questioned by doctor. The repeat cholesterol result was 218 mg/dl and the repeat triglyceride result was 109 mg/dl. Patient sample 2 initial triglyceride result was 241 mg/dl which reported outside the laboratory and were questioned by doctor. The repeat triglyceride result was 149 mg/dl. The repeat results were believed to be correct. There was no adverse event. The cholesterol and triglyceride reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found the cell detergent 2 was not being dispensed. He flushed the valve and lines and ran a precision test. The results compared to the other instrument.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.